Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device did not deliver the shock for cardioversion due to low impedance indicator using both external paddles and pads when connected to ECG devices. The shock was successfully delivered using posterior/anterior pads placement with 100j. This device is #1 of 3 different devices used for the cardioversion. The initial report did not provide information regarding adverse patient impact on the patient involved in the cardioversion procedure. There was no initial report of immediate clinical action taken to prevent serious injury or death. Additional information has been requested.

Manufacturer narrative:
.